Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient on impella 5.5 support experienced an embolic stroke. Prior to the stroke diagnosis, impella in aorta and impella in position unknown alarms occurred. An echocardiogram was obtained which demonstrated correct impella positioning. A spike in motor current was noticed before the motor current dampened, and then another spike in motor current was noticed before returning to normal. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of stroke has been completed. The root cause of the stroke could not be determined since the product was not returned and insufficient clinical details were provided. E.1 revised facility name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26785. H.10 investigation results were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26785.